Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead exhibited loss of capture and pacing therapy not delivered when required. No patient symptoms were discussed and the physician stated that the patients rhythm appeared normal. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.